Event description:
The pt rec'd her scs system on (B)(6) 2011. It was reported the pt want coverage higher in her back, and had some abdominal stimulation. X-rays were performed which showed the lead had migrated to the left. Reprogramming was not able to obtain the desired coverage. It was reported the physician had scheduled a procedure to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.